Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unk. As the batch number is unk it is not possible to determine if any additional complaints have been received for this particular batch of devices.

Event description:
This complaint is now reportable based on the follow-up information received on 27 nov 2006. It was reported that during a coronary drug eluting stenting treatment procedure, an unspecified taxus liberte drug eluting stent (des) was used and a patient death occurred. However, follow-up information indicates that a taxus express2 3.00x12mm des was used in the procedure. A lesion was located in the left anterior descending (lad) artery. There were no lesion characteristics available. A taxus express2 3.00x12mm des was deployed in the lad at 16 atm. No complications were reported from the index procedure. Approximately 5 months later the patient discontinued plavix therapy. Two months later, the patient suddenly expired. The patient had experienced acute myocardial infarction (ami) and stent thrombosis was diagnosed (method of diagnosis not specified). The documented cause of death was ami and the physician indicated that in his opinion the thrombosis was due to the stent. An autopsy was not performed. No further information is available.